Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was 180 mg/dl. The customer stated that the crack where battery goes in around corner into screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot for keypad anomaly.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.